Event description:
Affiliate reported that the control unit displayed a transmission error 3.the physician reported that the transaction protocol did not show the transmission: pump stopped for refilling. But the pump stopped. The pump had software version 3.12. Additional information explained that the patient is doing well and the control unit that seems to be defective has been replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the control unit serial number (B)(4) was verified on receipt. The transaction logs contained in the control unit were extracted. The communication between the control unit and a pump was tested: no communication problem was noted. The transaction logs provided by the customer were analyzed by the research development department: for all communication, the control unit request the pump to answer twice and both responses are compared in order to validate the data received. The control unit accepts the data only if both responses are identical, otherwise the data will be rejected, a transmission error message will be displayed. This issue happened during the refill step, once the control unit has reconciliated the both answers, the cu triggered a transmission error hw3. No transaction log displaying this hw3 message could be obtained. The reported transmission error could either be due to interferences that have affected the communication between the pump and control unit, or to an abnormal setting of the fsk demodulator circuit of the control unit pcb1. The control unit has reacted as expected in case of a corrupted communication; monitoring a transmission error. The control unit was sent to our supplier for additional investigation. The control unit was opened for further investigation: the visual inspection of the internal part of the control unit did not show any anomalies. Measurement of the data demodulation signal: using an oscilloscope, the pll output signal was measured at 48.59% (instead of 50% +/-1), given an input fsk signal modulated at 50%. A device history record review was performed and no discrepancies were observed during the manufacturing process. The root cause of the defect reported by the customer was due to an abnormal setting of the fsk demodulator circuit of the control unit pcb1.